Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eleven days post implant, the right ventricular (rv) lead was explanted and replaced for an unknown reason. No allegations reported. No patient complications have been reported as a result of this event.